Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. Several attempts were made to contact the hp, but product surveillance was unable to reach the hp. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 4 of 4. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm and explained the alarm to the hp. The hp would complete therapy with manual exchange for the last fill. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the alarm, it was revealed that the hp did not notify her of the alarm, but that she saw the hp after this report and she is doing fine. The nurse stated that the hp would not have kept her supplies.